Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the malfunction of the monitor was not reproduced and is likely caused by the cable connected improperly. Additionally, the device was manufactured before countermeasures due to a design change of the dr board in the patient board set, and it is likely that it caused the failure of the dr board. Therefore, the image failed in the scope older than exera iii. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the user report was not confirmed. Although the device evaluation did not confirm the user¿s report of no video out on the display interface (dvi), a faulty patient board set was found, which had caused no images when connected to the 180 model scope series. In addition, a worn out video connector latch was found, which had caused poor connection to the pigtails. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, prior to an unknown procedure, there was no video output on the video display interface (dvi) for an evis exera iii video system center. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.